Manufacturer narrative:
The technician found the bed exit could not be set due to the bed not being zeroed prior to placing a patient in the bed, user error. A search of the hill-rom maintenance records showed hill-rom performed preventative maintenance on this bed in 2012 and 2013. It is unknown if the facility performed any other preventative maintenance on this bed. The technician zeroed the bed and in-serviced the staff at the account on the bed exit functions to resolve the issue. Based on this information, no further action is required.

Event description:
The account reported the bed exit alarm would not set. The bed was located on the 8th floor at the facility. There was no patient/user injury reported. (B)(4).